Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, tibia loosened (aseptic loosening) & revised. Patient previously revised (B)(6) 2010 for loose components. Patient was revised from another company to (B)(6).